Manufacturer narrative:
Insulin pump passed displacement, and self tests. However, software error alarm found in the pump history due to software error (line number = 3294 ; file number = 26). Insulin pump received has a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails is illegible.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had software error detected as well as the motor arm cannot communicate with the main arm error occurred more than two time. The customer¿s blood glucose was unknown. Troubleshooting was not performed. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The device will be returned for analysis.